Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tip was not bent. All components were intact and functioned properly. Engineering also observed the distal end of the main tube to have a 1 inch section directly above the proximal clevis, with various deep scratches concentrated on one side of the tube. A minimal amount of material was removed. The location and appearance of the scratches suggests the damage may be due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the large needle driver instrument has a bent tip. No additional info was provided. No pt harm, adverse outcome or injury was reported.